Event description:
A hemodialysis user facility has reported an internal blood leak. It was reported the child had undergone 2 mins of dialysis when the blood leak occurred and blood was seen in the dialysate. The reported blood loss was 200 ml. It was reported that this was a routine treatment for a chronic dialysis pt. The sample is available. The dialysis was not restarted and there is no report of injury to this pt. The pt was discharged to home. Of note: additional info was requested that was necessary in order to evaluate this event. This additional info was received on (B)(4) 2011.

Manufacturer narrative:
(B)(4)